Manufacturer narrative:
It was unknown what troubleshooting was performed and how the issue was resolved. Available information suggests the rv lead remains implanted and in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, when this right ventricular (rv) defibrillation lead was connected to a non-boston scientific device and was programmed to the lv to rv coil configuration, the left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements. It was suspected there was an issue with the rv lead. A boston scientific technical services consultant discussed with the technical services consultant of the other company potential under-insertion of the terminal pin into the device header, and that the shock impedance measurements would also be out-of-range if the rv lead was fractured. However, the shock impedance measurement was not available at the time of the call to technical services. It was confirmed the rv lead measurements were normal when connected to the chronic boston scientific device. No adverse patient effects were reported.